Manufacturer narrative:
An investigation is ongoing and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that the axiom artis dba system broke down during the treatment of an intracranial aneurysm. After placement of all lines into small brain arteries, the procedure has to be terminated. We are unaware of further information regarding a change in the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. It was determined that an activation of the end limit switch caused the corresponding system behavior to immediately stop movement (the motor of this axis is switched off). As long as the switch is active, the system doesn't allow movement in the requested direction. This will be displayed to the operator by displaying "movement: end reached". All other system axles are available and movement in the opposite direction is possible. No system failure or malfunction is considered to be the root cause for this event.